Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were found. If additional information or samples become available, a follow up report will be submitted. .

Event description:
The customer reported to baxter corporate product surveillance of a no flow that occurred on one of the y-site of an interlink y-type blood set during patient use. The set was spiked properly. The rn could see blood in the spike and could back prime the y-site to a certain point using the other spike but could not obtain flow through that side of the set. There was no patient injury or medical intervention associated with this report. No additional information was provided.